Event description:
The customer reported the power cord was frayed. No injuries were reported.

Manufacturer narrative:
The power cable was repaired and the strain relief was repositioned. System operations checks performed. System returned to service.